Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the damaged gantry fans and damaged covers were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000452, serial/lot #: unk, product ID: bi71000531, serial/lot #: unk, product ID: bi71000159, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site collided the imaging system with an operating table and damaged covers on the system. It was reported that the lower inner gantry cover, louvre cover and gantry fans were damaged. There was no patient present when this issue was identified.